Event description:
Two stents were successfully implanted. An attempt was made to place a third stent distal to the previously implanted stents (contrary to IFU). Resistance to inflate the balloon was noted. The stent was implanted; however, the balloon would not deflate, despite several attempts. Consequently, difficulty was encountered removing the balloon from the stent. The guiding catheter was advanced to sheath the balloon catheter, although the balloon remained inflated outside the guiding catheter, and the entire system was withdrawn as a unit without further complication. There was no patient injury.